Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had her scs ipg replaced. Reportedly, the patient's scs ipg depleted approximately two years ago, but the patient did not notify the manufacturer of the issue. Stimulation therapy was restored postoperative and the issue resolved.